Event description:
The surgeon wanted info on the indications of over sewing staples lines/not over sewing staple lines.

Manufacturer narrative:
(B)(4). Additional information requested: request specific product involved in this event?

Manufacturer narrative:
(B)(4). No additional information is anticipated. Additional information: upon review of the information provided by the customer, it was concluded that the device did not fail to function as designed and did not contribute adversely to the event. The event does not meet the FDA criteria of a complaint, therefore is voided as a complaint.